Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized and treated with unspecified antibiotics for the event. Four days after the event onset, the patient was discharged from the hospital. Action with pd therapy and the patient outcome were not reported. No additional information is available.